Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s scs ipg would not communicate following an unrelated surgical procedure. A company representative met with the patient and confirmed the ipg could not establish any communication with the patient or clinician controller. Troubleshooting and review of the device logs indicated a bluetooth bonding/pairing issue as the device was not in a bondable state nor it would respond to commands. The device was deemed inoperable and would need to be replaced.

Event description:
Follow up information received identified the patient's scs ipg was replaced with a new one. The patient's scs stimulation therapy was restored and the reported issue was resolved.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.